Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion exposing the outer coil was noted in one location proximal to the suture sleeve tie impression consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that insulation damage was noted on the right atrial (ra) lead. During the revision procedure, the lead damage was visually confirmed. The ra lead was explanted and replaced. The patient was stable with no consequences.